Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report rec'd from the USA stating that the device had "cord damage." The device was not used during surgery. It is unk if injuries or medical intervention occurred. There was no add'l info provided.